Event description:
Customer reported differences between his sensor glucose and blood glucose readings. The customer stated it would be 40 or 100 points off. She also reported her insulin pump would randomly shut off. She also stated she would give herself too much insulin because of the inaccurate readings from the insulin pump. The customer was advised that her sensor glucose and blood glucose readings would be close, but rarely match. Customer's blood glucose was 319 mg/dl. The customer had treated her blood glucose with a manual injection. Troubleshooting for the insulin pump found insulin was able to exit from the tubing and the customer's settings were correct. A no delivery alarm was also found in the alarm history. The customer declined to troubleshoot for the alarm. She also reported bent cannulas on her previous sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)